Event description:
During the six month follow up angiography, it was noted that the second stent had a fracture (level of the mid femur). For the trial: sirolimus coated stent versus bare stent (max. Three) for the treatment of severe obstructions or occlusions in the sfa: patient 01-10 at the site of a prof in other country, had three stents implanted in 2001. On the angiography it was seen that the second stent has a breakage (mid femur). The patient has no complaints that could be assessed as being related to the breakage. Additional index procedure and other details have been requested. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.